Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and the root cause if the issue could not be determined. The event may be prevented by following the instructions for use below: ¿chapter 6 application and conditions of cleaning, disinfection and sterilization¿. ¿chapter 7 cleaning, disinfection and sterilization procedures¿. Reprocessing survey info: there was a delay in the start of pre-cleaning. Water was aspirated through the instrument/suction channel. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The device was cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the coating of the bending portion of the scope was detached, and scratches were on the acoustic lens, objective lens, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a switch which was responding without prompt. The issue was found during preparation for use in a therapeutic endoscopic ultrasound fine needle aspiration procedure. Inspection and testing of the returned device found foreign material in the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.